Event description:
It was reported during implant procedure defibrillation threshold testing that the right ventricular lead exhibited a failure to convert ventricular due to inadequate high voltage output. External shock was needed to terminate the arrthymia. The physician believed that this was due to high patient defibrillation threshold. The lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event was ¿due to the patient¿s high dft status¿. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.